Event description:
The customer reported that the system would not display an image on the left monitor. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The circuit boards were reconnected. The system was tested and found to be working as intended and put back into service.